Manufacturer narrative:
This ipg serial number was included in a field advisory. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg is unable to communicate with the external devices. The patient reports she has not recharged her ipg device for approximately two years. The issue was confirmed by the abbott representative. Exact event date is unknown: 2015.

Event description:
Follow up information identified an x-ray was taken on (B)(6) 2017. The patient underwent surgical intervention on (B)(6) 2017 to remove and replace the ipg.